Event description:
Final report. Bvi became aware on (B)(6) 2013 that an incident occurred on (B)(6) 2013. Verbatim from product incident reports: incident no. (B)(4)- the plastic part of the handle broke during a nose surgery. The blade broke inside the nose. Several blades have been broken with the same manner. The handle is a beaver one. This incident occurred in (B)(6). Bvi's sale representative has been contacted so that he may gather further information from the surgeon. Bvi is in the process of investigating his complaint. A follow-up MDR will be filed with further information as soon as possible, but no later than (B)(4) 2013.

Manufacturer narrative:
Expiration date: 03/01/2017-03/26/2017. Mfg: 03/08/2012 - 04/06/2012.